Event description:
Amputation was identified during a literature review.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. It was communicated, however, that the amputations these patients had ¿were not due to consequences of the tsf¿ but because they suffered massive trauma from roadside bombings. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.